Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the malposition was caused by the horizontal nature of the annulus. The subsequent pvl was likely a result of the malposition of the valve in combination with severe native annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure the valve was positioned 50:50, however, during deployment the valve moved aortic and landed 90:10 aortic; ventricular, resulting in moderate paravalvular leak (pvl). The decision was made to deploy a second valve. The second valve was prepared and placed in a more ventricular position (50:50 to the annulus), which reduced the pvl to trace. The patient was noted to be doing well at the end of the procedure. The malposition of the valve was attributed to the horizontal nature of the annulus. The patient¿s native aortic annulus had an area of 469mm2. The native annular calcification was severe, and the leaflet calcification was moderate. The patient had mild mitral annular calcification (mac). The image intensifier angle and the coaxial alignment of the delivery system and valve were reported as good, ventilation was held, and there was no loss of pacing capture during valve deployment.